Event description:
It was reported that the patient had ineffective stimulation. Imaging confirmed lead migration. As a result, surgical intervention was undertaken on(B)(6) 2026 where leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts to obtain patient weight was not successful. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.